Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or verify other alarms due to the motor error alarm. No reboot anomaly was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motion sensor test failure. Customer stated the insulin pump was stuck in a loop and when he rewinds it will give motion sensor test failure alarm and prompts to rewind again. Troubleshooting was done. Customer's blood glucose was 97 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.